Event description:
The customer stated the unit was not powering on/ even on the ac adapter. The customer reported that the unit was not in use on patient. The customer contacted product support (ps) and stated they replaced the power supply and unit will still not turn on. Ps asked customer if any power indicators are showing. Customer does not see any power indicators. Informed customer that he can attempt to replace the pm board. The customer requested the part number. Ps provided customer with the part number. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.